Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors and lead fracture were observed via fluoroscopy. No electrical anomalies were noted and there was no consequence for the patient. The lead remains implanted.